Event description:
It was reported that 2 contacts, 6 and 7, had high impedances of greater than 10,000 ohms. Contacts 2 and 6 were not used for programming for the patient nor were they used for the program created today. Since contacts 2 and 6 were not used for programming the patient had no idea they were not working. The patient was getting stimulation in most areas of pain and was happy with stimulation coverage. The patient does not use stimulation often, does not like the feeling of stimulation. A better group was programmed and patient was educated on adjusting rate and amp.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# v578923, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).